Event description:
A healthcare professional reported that during an angioplasty, an enterprise2 4mmx39mm no tip vascular reconstruction device (product code: encr403900, lot number: 9854674) was impeded at the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31718180) and could not advance any more. The doctor removed the stent and microcatheter (mc) together from the patient and switched to new devices to complete the surgery. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, after the surgery, the doctor increased force to remove the delivery wire from the microcatheter¿. The stent was still attached to the delivery wire. The device was replaced by another enterprise2 of the same product code. There was no patient injury reported. Additional event information received on (B)(6) 2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31718180 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.